Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced due to premature battery depletion and/or unexpected longevity as a result of high output program settings. The ipg was implanted in epicardial position. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 82.68% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Additional battery analysis revealed no problems with the cell.

Manufacturer narrative:
Corrected information sex. If information is provided in the future, a supplemental report will be issued.